Event description:
It was reported that the patient complained of dizziness, had several 2 to 3 second pauses noted during device interrogation and the patient's heart rate was less than 30 beats per minute. It was also reported that when in bipolar pacing configuration, the right ventricular [rv] lead had high impedance and increased threshold measurements. At the time of revision, it was determined that the patient's vein was occluded and the physician decided to leave the patient's existing system in place and program it to vvi 30. A new system was implanted on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.